Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with unknown mentor artoura expanders experienced bilateral deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The event date and implant date were not provided, and there was not enough information to make a logical estimate. Therefore, these values are being left blank for the time being. If additional information is made available, then supplemental reports will be submitted. See 1645337-2020-05690 for contralateral prosthesis report.